Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an elective therapeutic bronchoscopy that included lung resection and lobectomy for lung cancer, the tip of the bronchovideoscope broke off into the patient¿s airway. The broken pieces were retrieved with biopsy forceps through a pediatric bronchoscope, which created a slight delay. The airway was also examined by anesthesia to ensure there were no other pieces left inside to ensure no pieces travelled further into the lungs.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending rubber glue cracked olympus will continue to monitor field performance for this device.